Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the syringe. A syringe change was performed to address the event and insulin delivery was resumed. Customer¿s blood glucose level was 228 mg/dl.